Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reports a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on anterior side assessed as surgical damage and one opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: ¿ crease fold is observed. ¿ wear abrasion is observed. ¿ red particles on the shell are observed.

Event description:
Healthcare professional reports a right side deflation. Device has been explanted and replaced.